Event description:
There was no stent when they went to deploy the stent. It is unclear whether the stent was not there in the first place or whether it came off during the procedure.

Manufacturer narrative:
This prod is distributed outside the us. However, it is similar to the us distributed drug-eluting stents. Add'l info will be submitted within 30 days of receipt.